Manufacturer narrative:
Additional information: breakdown of reported 21 events are as follows: 8 tip deformed, 1 cartridge crack. 2 cartridge crack, plunger rod issue. 1 cartridge crack, stuck in inserter. 1 cartridge crack, unfolding issue. 2 cartridge damaged, trailing haptic not folded. 3 cartridge tip cracked/damaged. 1 cartridge tip cracked/damaged, loading issues. 1 cartridge tip cracked/damaged, stuck in cartridge. 1 stuck in cartridge, tip deformed. Serial numbers of suspect products: (B)(4). 13 investigations were completed and 8 are pending for the time period. From the 13 investigations: cartridge crack, stuck in cartridge 1. No product returned 5. Tip deformed 2. Stuck in cartridge, tip deformed 1. Cartridge crack, cartridge tip cracked/damaged 1. Cartridge crack, stuck in cartridge 2. Cartridge crack, cartridge tip cracked/damaged, stuck in cartridge 1. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 21 </noe> malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: 2 investigation was completed from the period. Breakdown of investigation observation are as follows for respective serial number: (B)(4). Stuck in cartridge (B)(4). Lens cut, cartridge tip cracked/damaged the investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: there were 7 investigations completed during this period. Breakdown of 7 investigations with respective lot numbers are as follows: 2093111904, no product returned; 4794931906, cartridge crack, cartridge tip cracked/damaged; 2909961909, no product returned; 3747721909, cartridge tip cracked/damaged, stuck in cartridge; 5159421810, lens cut, cartridge tip cracked/damaged; 5549181810, cartridge tip cracked/damaged; 6087521906, cartridge tip cracked/damaged, haptic damaged, haptic detached. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.